Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the monopolar curved scissors (mcs) instrument was not working properly. Intuitive surgical, inc. Followed up with the initial reporter and received the following additional information: the mcs instrument stopped working properly during the procedure. The reported issue was related to the instrument not moving in the directed motion. No visual damage was observed. No fragments fell into the patient, and there was no reported injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.